Manufacturer narrative:
Device not returned for evaluation. Internal investigation in progress but not yet complete.

Event description:
It was reported that the screw head sheared off while surgeon was inserting it.